Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with purulent secretion at the implantable cardioverter defibrillator (ICD) site. The device was removed. No further patient complications have been reported as a result of this event.